Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 435mg/dl. The customer has not corrected for high blood glucose yet. The troubleshooting was performed. The customer did see drops at the end of the infusion set. The customer insulin pump and infusion set are working as designed. The customer is going to monitor the no delivery alarm issues. No further assistance was needed.